Event description:
It was reported that allegedly a pta balloon dilatation catheter was being used to dilate an a/vgraft in the patient's left arm. During inflation the distal end of the balloon did not appear to fully inflate and the profile of the balloon did not appear to be smooth. The physician then attempted to deflate the device, however after multiple attempts at applying negative pressure, the distal end of the balloon could not be fully deflated. The balloon catheter was retracted from the treatment site and during removal from the introducer sheath, the physician encountered resistance. The physician applied excessive force to the device and was able to remove it from the introducer sheath without further incident. Another device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has been returned and the investigation is currently underway.